Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the surgeon was using the device and went to seal across an artery 6mm in diameter. The vessel appeared sealed so the surgeon cut and after a moment both sides opened and started bleeding. End-tones had been heard, indicating a completed seal cycle, and the surgeon had double sealed prior to cutting. The surgeon had to extend the incision, and the patient lost 800cc blood but did not require a transfusion, the patient has since recovered.